Event description:
A customer reported that the pump button was not functioning. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to charge the pump, confirmed that lights flashed upon charging, and subsequently replaced the pump. The customer was advised on the use of backup therapy and instructed to return the malfunctioning pump to tandem. Additionally, the customer was informed about the software updates and necessary steps to set up the replacement pump.